Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. This instruments grip tips were not moving intuitively, i.e. They were not following the master tool manipulator (mtm) input commands smoothly. The instrument was found to have the roll gear rolling freely from the main tube. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests and had no obvious signs of damage. The instrument was further evaluated and it was confirmed that the distal end of the instrument would move in the opposite direction of the surgeon side console (ssc) mtm commands. It was observed that the roll gear was rolling freely in the main tube. When manually manipulating the roll gear, the main tube and distal end would not follow the roll gear motion due to the heat shrink no longer securing the roll gear.

Event description:
It was reported that during a da vinci-assisted ovarian cystectomy surgical procedure, the wrested needle driver instrument had non-intuitive motion and did not move in the desired direction. A backup instrument of the same kind was used to continue the procedure. The procedure was completed with no report of patient injury.